Event description:
The customer reported that while the gantry was rotating from 180 degrees to 0 degree, the collimator cover fell off at around 45 degrees. The cover hit the patient's shoulder and head. The gantry rotation was stopped immediately. As a result of this event, the patient received "small abrasions" and "bruises." The patient was immediately examined by a doctor and sent home afterwards. No further details about the patient were reported.

Manufacturer narrative:
Testing during our root cause analysis showed it was possible to incorrectly install the cover, but still fasten the latch retaining screw. This made it possible for the cover to fall, even with the latch retaining screw installed. Further testing shows that when the cover is installed correctly, it cannot fall. Even though the previous design was adequate when used properly, a more robust solution has been implemented to add a captive latching mechanism for current production units. This new latching mechanism was retrofitted to the collimator cover from this incident and the device was returned to operation. In multiple reports of this malfunction, no serious injury has resulted, and no medical intervention beyond examination and diagnostic testing has resulted. No additional follow-up to this MDR is expected.